Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a time clock anomaly. The customer¿s blood glucose level was 5.1 mmol/l. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump time gain was greater than 9 minutes within 30 days. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Programmed pump with the current time and date and monitored for a day. No unexpected time gain noted during monitoring period. The time and date function is performing properly. (B)(4).